Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to put the old pump into storage mode and return it to tandem and a replacement pump with updated software was sent by cts; the customer acknowledged the instructions.